Event description:
The journal of bone and joint surgery, inc. 2012 article states that adverse local tissue reactions can occur secondary to metal debris resulting from corrosion of the modular head-neck taper of metal on polyethylene total hip prosthesis. These reactions appear to be quite similar to those reported in patients with metal-on-metal bearing surface, serum metal levels were abnormal in every case, and with an elevation of cobalt were abnormal in every case with an elevation of cobalt chrome levels that was differentially higher than that of chromium levels.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as: MFR #: 2249697-2012-02128.